Event description:
Upon power up, the board displays fault 34 (encoder failure). The problem occurs during a morning shift check.

Manufacturer narrative:
The autopuls platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. Visual inspection of the platform revealed a torn/damaged load plate cover. The load plate cover was replaced. Reported problem of fault 34 (encoder failure) was confirmed. The encoder gearbox was found defective so it was replaced. The platform passed final test. No adverse event was reported.